Event description:
The customer's husband called to report that insulin leaked from the reservoir into the reservoir compartment. Troubleshooting was performed and the customer is filling the reservoir correctly. The reservoir will not be returned for analysis as the customer threw it away.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.